Event description:
Description of event: in 1999, a dr implanted a 25mm aortic st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 25aecs-602). This pt was part of the artificial valve endocarditis reduction trial (avert) and had a history of stroke, hypertension and smoking. Postoperatively, the pt experienced bleeding which required emergency reoperation. Recovery complications included breathing insufficiency, slow weaning from the ventilator, and drowsiness. A CT scan indicated an ischemic lesion in the middle right brain area with "prevalent" cortical involvement without signs of hemorrhage. Neurological consultation indicated there was a "picture of" multi-infarction encephalopathy with signs of "greater suffering" in the right hemisphere. However, these findings were noted to be "of doubtful interpretation". It was reported heparin was not given prior to anticoagulation and the pt was discharged in june 1999 without any reported residual effects, and an inr of 2.7. No add'l info was received and the valve remains implanted.

Event description:
Per event report: the pt experienced bleeding postoperatively necessitating repair. Recovery was complicated by breathing insufficiency and drowsiness. Eeg was negative. CT of the cranium showed an ischemic lesion in the middle right brain with prevalent cortical involvement with no signs of hemorrhage. Neurological consult indicated multi-infarctual encephalopathy with signs of greater suffering in the right hemisphere; however, these findings were noted to be "of doubtful interpretation". The pt was discharged without any reported residual effects.